Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Patient had in bilateral journey I knees. He started subluxing his right knee, so surgeon went in to put in a thicker poly. When he opened the knee, it was noticed that the post was fractured. An 18mm 7-8 right revision journey l poly was put in and the patient was closed up.